Manufacturer narrative:
Eval result: fowler.

Event description:
It was reported by service report that the fowler would drift down when weight was applied. There was pt involvement; however, no adverse consequences were reported.